Event description:
Firing of cs29 resulted in a posterior leak of approximately 1cm in length in the anastomosis. Unable to see how the staples had formed; required 8 sutures to close the leak and render it airtight.